Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water and the hemogard cap screwed on and no issues were observed relating to loose hemogard cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose hemogard cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was sterility. The following information was provided by the initial reporter. The customer stated: "after the arterial blood collection, the hemogard cap of the arterial blood collection device was not tightly sealed, which easily leads to the coagulation of the sample."